Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to moisture damaged electronic assembly on pcb1. No blank display noted. Unable to perform functional testings due to missing segments/partial display. No moisture damage inside battery compartment noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen of insulin pump was not came on and buttons were not working due moisture exposure to insulin pump. The customer¿s blood glucose was 13 mmol/l at the time of the incident. The customer was stated that the customer was taking bath and insulin pump was exposed to moisture. It also stated that the water was present in the battery compartment and battery cap was damaged. It was also reported that o ring was in the place and free of debris. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.